Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. There was an e244 communication error. The subject device will not be sent back to olympus for further evaluation and repair. In addition, the following reportable malfunctions were identified during the device evaluation: stain on the electrical contact. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device did not energize properly due to stain on electrical contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device not working due to error e224 (communication error). The issue was found during a therapeutic laparoscopic cholecystectomy procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation results. The device was returned to olympus for inspection and the reported issue was confirmed. Due to stain on the electrical contact, camera does not work. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable failure, cable cut and rust on the camera coupler. As result of conducting device inspection and based on investigation results, cable failure was confirmed. It is presumed that the camera does not work due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.